Event description:
The patient was admitted after a couple of days of dizziness and falls. Admission labs showed a significant hematocrit drop to 16.9. The patient has received several units of blood products. His CT abdomen/pelvis and head have been negative for hemorrhage however he has had melanotic stools, so likely gi source for bleeding. The patient was supratherapeutic on his anticoagulation upon admission, inr = 2.8 (goal 1.5-2).